Event description:
It was reported that the pt experienced loss of pain relief and symptoms similar to withdrawal following a refill session on (B) (6) 2010. Pt reported that the hcp has noted a higher than expected residual volume; no alarms have been noted. The pt was home in fair condition at the time of the report. The pt planned to f/u with the hcp for further troubleshooting.

Manufacturer narrative:
(B) (4).